Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent for a lumbar puncture. After an unspecified length of time in use. It was reported that an unspecified volume of solution leaked from the connection of the tubing set and the needle. There were no reported adverse effects to the patient or healthcare professional. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).